Event description:
It was reported that during angioplasty of a brachial cephalic vein, upon the fourth inflation at 20 atm, a pta balloon ruptured resulting in a ruptured vein. A stent was placed to repair the damaged vessel. Another pta balloon dilatation catheter was used to successfully complete the angioplasty. The pt is reported to be doing well.

Manufacturer narrative:
The lot number was provided. A review of the device history records is underway. To date, the device has not been returned to the MFR for eval. The investigation is currently underway.